Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (47 mg/dl). Reportedly, low bg levels were due to the settings being adjusted previously. Contact discussed the reported issue with customer's health care professional. Low bg levels were addressed with food.